Event description:
The following was reported to hamilton medical ag: a customer had a problem with a control board p.n. Msp161502 s.n. (B)(6): doesn't turn on. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information:  UDI related data quality updates only. Field d4 was updated with full UDI information.   Updated fields: b4, d1, d4, g6, h2, h4, h11.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: a customer had a problem with a control board p.n. Msp161502 s.n. (B)(6): doesn't turn on. No patient involvement.